Event description:
It was reported that (1) device was used during a colon procedure. It was reported by the affiliate that the tx60b instrument did not cut and did not staple. Another instrument was used to complete the case. There was no consequence to the patient.